Event description:
During peripheral intervention, stent malfunctioned during deployment at distal end; could not withdraw or advance stent resulting in cessation of blood flow to lower leg. Patient was taken emergently to operating room for femoral popliteal bypass and removal of wire stuck in artery but unable to obtain flow to lower leg. Three days later required above knee amputation. Specimen with plaque and artery stent sent to pathology which contained fragmented pieces of the metal vascular stent which has been retained.